Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to poor hand washing after using the bathroom and cross contamination while performing pd therapy. The peritonitis was manifested by abdominal pain and fever. The patient was hospitalized for the event and on an unreported date during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Three days after being admitted to the hospital for the event, the patient's pd catheter (non-baxter product) was removed for eight weeks of peritoneal rest. On unreported dates, the patient began hemodialysis therapy and the patient was retrained on hand hygiene along with proper aseptic technique. At the time of this report, the patient remained hospitalized for the event. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.